Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed check clutch error. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the lead screw and both clutch halves were found old, dirty and worn out due to normal wear. As a result, the lead screw and both clutches were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a travel coarse error. The event occurred during preventive maintenance. There was no patient involvement, no patient injury was reported.